Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced red, itching and inflammation under the tape border. The end user uses an ostomy wipes and ostomy powder. Skin care was reviewed with the end user. Recommendation was made to use an appliance without a tape border. The end user has seen a physician 2 to 3 times for this issue. The medical treatment included topical powder, oral diflucan, and chlortrimazole betamethasone cream. The end users subsequent outcome was not reported.